Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a low blood glucose (bg) of 44mg/dl and the reporter treated the patient with nine glucose tablets and rechecked bg and it was 73mg/dl. The reporter noticed the patient was drooling, slow to respond and slurred speech. The reporter called 911 and they arrived and checked bg and was not sure if it was either 26mg/dl or 29mg/dl. The ambulance personnel started an IV of dextrose 50. At the point the patient was taken to the emergency room for evaluation and monitored there and then sent home. Customer support (cs) reviewed alarm history and there were low battery and low cartridge alarms. Bolus history was reviewed and all boluses were delivered appropriately. Total daily dose was reviewed and all numbers added up correctly. All settings are correct. Cs advised the reporter that there is not a pump issue. The reporter stated that they think meter is reading patient's bg's incorrectly. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.